Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked reservoir tube lip, minor scratched/worn display window (no cracked found on display window).

Event description:
It was reported that the customer had a multiple motor error alarms. Customer also reported a crack display. The blood glucose level is unknown. Troubleshooting was performed and self test was completed normally. No more information was provided.